Manufacturer narrative:
Exact date unknown, event occurred in september 2021.

Event description:
It was reported that the patient had a fluid build up in the back causing a shocking sensation. It was noted that the fluid was drained and the patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.